Event description:
While performing an arterial line procedure, the arrow kit malfunctioned. The catheter torn from the body of the hub, causing the catheter to stick to the guide wire and bunch up under the skin. Ultimately, a small incision was required to remove the defective catheter. Ultrasound was used to visualize the right radial artery. Palpation of the right radial artery was easily performed and the procedure was performed with ultrasound guidance. The right radial artery was palpated and blood flashed back into the arrow catheter tube; the needle was passed and the catheter advanced to the hub. Upon withdrawal of the guide wire, the wire was unable to be removed from the catheter. The catheter was also unable to be fully removed. Ultimately, needle drivers had to be used to remove the catheter and needle from beneath the skin. The catheter kit appears to have malfunctioned as the end of the catheter had separated from the body of the catheter.